Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the therapy wasn't doing the same thing as it was on the hospital. Patient stated that the healthcare provider (hcp) set up the device to stimulation 2.0, but when they checked it was on 0.1. Agent had the patient connect to the ins and increase the stimulation level. Patient was able to increase the stimulation to a comfortable level on the bike seat area. Agent instructed the patient to monitor the issue and redirected to hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.